Event description:
Vague report of "quick early on chemotherapy pt". Acct unable to provide detailed info. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, medication involved or the set up of the infusion device.